Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii 10ml syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: drawing up propofol with 18 g microlance cannula: black foreign body in the propofol. After drawing up the medication propofol, user notices that a black foreign body can be seen in the syringe. Rubber stopper of propofol is gray.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-dec-2022. H6:investigation summary a device history record review was completed for provided material number 309110 and lot number 2209160. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both a picture sample and the physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, foreign matter was observed. The foreign matter was identified as printing foil particles. The process used to print the scale on the bd syringes is called ¿hot stamping,¿ in which a heated metal stamp transfers the printing foil to the barrel. In some cases, this printing foil is clogged at the printing station and must be cut by the operator. If this situation occurs, some particles could remain in the machine and end up within the syringe barrel, producing the observed defect.

Event description:
It was reported that the bd discardit ii 10ml syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: drawing up propofol with 18 g microlance cannula: black foreign body in the propofol. After drawing up the medication propofol, user notices that a black foreign body can be seen in the syringe. Rubber stopper of propofol is gray.